Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the clinical study, a 53-year-old patient who benefited in 2014 from promontofixation with anterior and posterior sling using a composite mesh for mixed, predominant stress urinary incontinence after two complicated vaginal deliveries of a grade iii cystocele and a grade ii rectocele, had issues. In 2016, when stress urinary incontinence recurred, a tvt (tension-free vaginal tape) sling from a different manufacturer has been put in place. After an early failure, with recurrence of incontinence following an episode of cough related to pertussis, a second tvt strip from another manufacturer, as well as a course of vaginal rectocele, was carried out in (B)(6) 2017. Since (B)(6) 2019, the patient has had pelvic pain with low back pain as well as recurrent cystitis for about 1 episode per month which was treated by self-medications without prior urine cytobacteriological examination (ecbu). There was also pollakiuria and urinary incontinence due to urgency requiring the wearing of daily protection, with lock-in-the-door syndrome. Gynaecological examination noted pain on palpation of the anterior and posterior strips of the promontofixation, more marked posteriorly, witchout signs of vaginal erosion. There was painful bladder filling from 200 cc and slightly inflammatory urethra. Digital rectal examination noted weak anal tone. The decision was a complete removal of the prostheses on (B)(6) 2025.

Manufacturer narrative:
Additional information: b5, g2 (study removed), g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a 53-year-old patient who benefited in 2014 from promontofixation with anterior and posterior sling using a composite mesh for mixed, predominant stress urinary incontinence after two complicated vaginal deliveries of a grade iii cystocele and a grade ii rectocele, had issues. In 2016, when stress urinary incontinence recurred, a tvt (tension-free vaginal tape) sling from a different manufacturer has been put in place. After an early failure, with recurrence of incontinence following an episode of cough related to pertussis, a second tvt strip from another manufacturer, as well as a course of vaginal rectocele, was carried out in september 2017. Since july 2019, the patient has had pelvic pain with low back pain as well as recurrent cystitis for about 1 episode per month which was treated by self-medications without prior urine cytobacteriological examination (ecbu). There was also pollakiuria and urinary incontinence due to urgency requiring the wearing of daily protection, with lock-in-the-door syndrome. Gynaecological examination noted pain on palpation of the anterior and posterior strips of the promontofixation, more marked posteriorly, witchout signs of vaginal erosion. There was painful bladder filling from 200 cc and slightly inflammatory urethra. Digital rectal examination noted weak anal tone. The decision was a complete removal of the prostheses on (B)(6) 2025.